Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service enginner (fse) stated as explained over the phone, no repair work was required. The reported iabp unit was used with "non-maquet iab catheter". The concomitant non-maquet iab catheter was used throughout iabp therapy with no issues. No repair work was performed at the customer's request. This alarm might have been caused by the concomitant non-maquet iab catheter. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump(iabp) had a gas loss alarm occurred. There was no patient harm reported.